Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas for assistance troubleshooting for high blood glucose (bg) levels. During this call, mom reports that patient was hospitalized in (B)(6) 2012 for diagnosis of diabetic ketoacidosis (dka) and high bg. The patient was treated with IV insulin and fluids. Mom reports that the health care provider (hcp) believes the high bg was caused by a pump failure because they could not find any other issues. Mom denies site/set issues, or scar tissue. Mom did not contact animas to report issue at time of hospitalization. Mom reports bg was above 600mg/dl at time of september admission. Customer technical support (cts) verified pump settings are currently set as desired, but was unable to verify if settings were correct in september due to that event having occurred several months ago. The patient resumed pump therapy. This complaint is being reported due to allegations of pump failure and that a patient on insulin pump therapy developed dka.

Manufacturer narrative:
Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. The black box and alarm history contain only typical alarms; there are no errors or alarms to the complaint. The daily insulin totals were reviewed and were found to correctly reflect the user programmed basal rates. The last basal delivery was on (B)(4) 2012 at 07:39 and the last bolus was on (B)(4) 2012 at 06:53. The black box shows a "replace cartridge" alarm on (B)(4) 2012 19:15. The alarm was confirmed and deliveries resumed on (B)(4) 2012 19:32.